Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead dislodged multiple times. The lead was explanted and a replacement lead was used. No patient complications have been reported as a result of this event.